Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. Patient also had a second device explanted. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model #4450, was explanted. Refer to MFR report # 6000002-2008-09448.